Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: visual analysis of the returned product revealed that one opened sample product code z422 was received for evaluation. Upon visual inspection of the returned sample, the suture was received cutted in two pieces. After further evaluation crimping marks were observed on the surface and the ends suture possibly from a surgical instrument. The product code z422 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2021 and the suture was used. Intra-op, the suture had been broken. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number qbzaqz and no non-conformance's related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: please provide status of product return? The device will be shipped. No further information will be provided. The following information was requested, but unavailable: how was procedure successfully completed? When did the suture broke, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op). Was there any change in the patient¿s post-operative care due to the prolonged procedure? The product upon which this medwatch is based has been received, however, at time of submission, evaluation not yet in complete status and therefore not reported in the initial medwatch. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.